Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor showed no values for two days. She further reported that on (B)(6) 2018 she became hypoglycemic and lost consciousness. A family member treated her with a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch and no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination).observed sensor plug was fully seated. Removed sensor plug and inspected the plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and performed sim-vivo test. All results were within specification. No product deficiency was identified.

Event description:
Customer reported her adc freestyle libre sensor showed no values for two days. She further reported that on (B)(6) 2018 she became hypoglycemic and lost consciousness. A family member treated her with a glucagon injection. There was no report of death or permanent injury associated with this event.